Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient "heard 3 beeps at the time of the programmed alert time today". It was further reported that a review of the carelink transmission does not indicate an alert. No patient complications have been reported as a result of this event.